Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had motor error as well as insulin flow block alarm. The customer¿s blood glucose level was 429 mg/dl. The customer did not provide information about symptoms and treatment. Customer was reporting a past event. Customer reported alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. The insulin pump will not be returned for analysis.